Manufacturer narrative:
Integra completed its internal investigation 21dec2016. The investigation included: method: review of device history records; review of complaint management database for similar complaints. Results: the reported product lot associated with this complaint for idrt-ts (intl) single 8x10 is lot# 105nb0315607. This finished goods product lot stems from parent dispersion lot# 105n00316562. The manufacture date for this lot is september 2014 and date of expiry is 30sep2016. Based on the DHR review conducted, there were no anomalies found within the batch record. All manufacturing steps and processes were followed and all testing met requirements per applicable procedures. A lot query was able to be performed. There were approximately(B)(4) 82 ce marked wound care product family units sold in the past 12 months prior to this complaint. There were (B)(4) complaints identified related to idrt graft loss or graft poor take. Calculated complaint rate is (B)(4). There were no complaints found for this lot. Conclusion: the root cause is undetermined. DHR review did not find any anomalies within the batch record. All manufacturing steps and processes were followed and all testing met requirements per applicable procedures. There is no indication from the batch record review that the(B)(4) production process may have contributed to this complaint.

Event description:
It was reported the product did not work. The patient had idrt and then graft. The skin graft has not been incorporated after the laying of the matrix. It was reported that although the device was in contact with the patient there was no patient injury alleged. It was reported the event did not lead to an increase of surgery time. It was reported the event occurred (B)(6) 2016.